Manufacturer narrative:
Unit had unresponsive all buttons due to corroded keypad traces. Unable to perform operating rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify compromised force sensor system alarm or prime anomaly due to unresponsive button. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label, missing end cap sticker and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston on the insulin pump does not work and all of the insulin is being emptied. The insulin pump will return. The customer's blood glucose was 350 mg/dl.